Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Force sensor bridge test which is related to customer reported problem was found in event log history. During analysis, the reported issue was able to be duplicated. Some contamination was found on force sensor which may have been caused by the customer. Replaced force sensor also replaced plunger cable for preventive. Performed pm maintenance and all functional testing.

Event description:
It was reported that a force sensor bridge test error was experienced.